Event description:
Reportable based on device analysis completed on 07-jun-2023. It was reported, that tip damage occurred. The stenosed target lesion was located in the lower limb artery. A 6 x 120 x 130 innova stent was selected for use. Two 5x150 innova stents were implanted. After the 6x120x130 stent was implanted, part of the stent did not fully deploy. The stenosis was 60%, during an attempt to implant a 5x19 express sd stent. The sd stent may have rubbed against the proximal end of the innova stent, causing the wire at the tip of the sd stent to twist and knot. The procedure was completed with another of the same device. There were no patient complications. And the patient status was stable. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Initial reporter phone: (B)(6) device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed, that the stent is damaged. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities.